Event description:
(B)(4) reported "service required" and alarmed when button to turn on therapy was pressed. This was after only (B)(6) of use in pt's home. Similar pt experience with same type of machine (may have had different software) in (B)(6) after (B)(6) of use and earlier in (B)(6) 2011. First two machines replaced under (B)(4) warranty program. Awaiting to contact home health agency related to latest malfunction. No emergent/urgent care needed by pt, but did report difficulty sleeping, awaking frequently during night from nightmares, and day-time sleepiness when unable to use CPAP related to its malfunction. (B)(4). Reason for use: central and obstructive sleep apnea.